Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck in a perpetual windows update. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck in perpetual windows updates. A field service engineer performed reimage of the device due to corrupted windows updates, the station configuration was set up, and data synchronization was completed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.